Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the physician¿s office had called the patient a number of times to schedule an appointment to see the patient and set up a replacement. The patient had not returned the physician¿s phone calls.

Event description:
It was reported the patient had not used her implantable neurostimulator (ins) in the past 3 months as she was hospitalized in the (B)(6) time frame. The patient was in the hospital for other medical problems. There were telemetry issues with the ins and the battery was in overdischarge. The last successful charging session and last time stimulation was felt was in may, as the patient did not operate her ins while hospitalized. With the rep¿s instruction, the patient did 4 back to back physician mode recharges (pmr) which were unsuccessful in "waking up the battery." The normal charging screen was not seen. However, it was reported that the patient was scheduled for a consult with the physician so he could dictate a note to establish authorization for surgery to replace the battery. It was noted the device had not replaced at the time of this report.